Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found multiple bits flip resulting in high current drain. The multiple bits flip also caused the reported error message displayed upon interrogation.

Event description:
It was reported that the patient experienced dizziness and a low heart rate. Upon interrogation of the pulse generator, an error message occurred preventing communication. The magnet rate was tested but a stable value could not be obtained. The device was explanted and replaced due to the low battery. New information states that the lead was explanted on (B)(6) 2014.